Event description:
A patient reports while activating a pod the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition the patient is unsure of the cannula had properly inserted at the pod infusion site. The patients reported blood glucose level was between 70 mg/dl and 120 mg/dl. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.